Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: after firing, the surgeon could not remove the device. Since the intestinal tract started to rupture while removing, the surgeon opened a new stapler and performed anastomosis again. The surgeon commented the tissue was cut but the anvil did not tilt completely. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was extended by more than 30 mins. No reinforcement material was used in this case.